Manufacturer narrative:
It was reported by the hospital contact that when inserting the complaint enterprise 2 (enc402300/10535381) into the prowler select plus microcatheter (lot unknown), the physician experienced a resistance at the distal point of the microcatheter and attempted to withdraw it. However, the vrd was deployed in the hub of the microcatheter during the withdrawal. Thus, the vrd was withdrawn together with the microcatheter. Instead, a balloon catheter (type unknown) was inserted and the aneurysm was embolized successfully. The procedure was completed without any delay, and there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The compliant product was already discarded. No further information is available. The procedure was the coil embolization of an internal carotid cerebral aneurysm (wide neck) at internal carotid artery. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore no corrective actions will be taken at this time. Concomitant medical products and therapy dates: prowler select plus microcatheter (lot unknown) balloon catheter (type unknown) (B)(4). This is an initial/final report. This is 1 of 2 reports associated with 1226348-2015-00057.

Event description:
It was reported by the hospital contact that when inserting the complaint enterprise 2 (enc402300/10535381) into the prowler select plus microcatheter (lot unknown), the physician experienced a resistance at the distal point of the microcatheter and attempted to withdraw it. However, the vrd was deployed in the hub of the microcatheter during the withdrawal. Thus, the vrd was withdrawn together with the microcatheter. Instead, a balloon catheter (type unknown) was inserted and the aneurysm was embolized successfully. The procedure was completed without any delay, and there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The compliant product was already discarded. No further information is available. The procedure was the coil embolization of an internal carotid cerebral aneurysm (wide neck) at internal carotid artery.